Event description:
End user reports "intermittent urinary self-catheterization 2-4xday for the past 5 years. He was using cure m14 and hr lubricant without issue. When he switched insurance and retailers he was offered a pre-lubricated catheter ultram14 which he started to use (B)(6) 2022." End user reports "burning feeling to the urethra with catheterization and voiding. Issue started 1 week after starting to use this catheter. He reported the issue to his doctor who did a urine culture and he was found to have a urinary tract infection uti re: bacterial infection. He was given oral antibiotics including cipro and levaquin. The symptoms have resolved. End user attributes the issue to the lubrication on the catheter." End user reports 30 catheters however it is unknown how many catheters are associated with the uti.